Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a separation between the female connector and the main body of a minicap transfer set. According to the patient while disconnecting from the cycler, when the patient ¿untwisted the patient line, the end separated¿. The patient stated they then took the minicap and twisted it back on. The cause of the separation was not reported. Subsequently, the patient experienced peritonitis. The patient was admitted to the hospital for the event. Treatment was not reported. The transfer set was changed. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a separation between the female connector and the main body. Functional testing which included leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.